Event description:
It was reported that breakage occurred with a tray cse whit27g4.7 we17g3.5 swc x3795. The following information was provided by the initial reporter, "epidural catheter broke"

Manufacturer narrative:
One sample was received for evaluation. Sample evaluation confirmed the reported failure mode (broken catheter). However, the evaluation of the complaint sample was not able to identify any potential contributor to the observed defect. The complaint investigation was able to confirm the reported failure mode; however, no contributing factors were able to be identified as part number 8363807 is a supplied part. Consequently, a probable root cause could not be identified for the mannford manufacturing facility based on the investigation results. Since the investigation was not able to identify a probable root cause based on the complaint results, no corrective and/or preventive actions are recommended at this time. However, a supplier quality notification will be issued to epimed and future occurrences will be tracked and trending will be performed as a part of our qda system. A complaint history check was not performed as the lot number is "unknown" for this complaint.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred with a tray cse whit27g4.7 we17g3.5 swc x3795. The following information was provided by the initial reporter, "epidural catheter broke."